Event description:
The user facility reported that during use of the device the clinician sustained a needle-stick injury. The clinician is believed to have received treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.